Event description:
It was reported that the touchscreen of the system 9900 was out of calibration by as much as two inches. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Problem may have been software related. The software was reloaded and the touchscreen recalibrated. The system was tested and found to be working as intended and placed back into service.